Manufacturer narrative:
D9 - date returned to mfg is 5/9/2024. Two images of the primary plum set with a red arrow pointing at the filter vent were returned. Received one used. List #142409291 primary plum set attached to a spike adapter with chemolock, a chemoport bag spike, an intravenous bag and a spiros. The filter vent on the primary plum set was observed to be wetted out with prior infusate. The set was leak tested per specification and a leak was observed at the filter vent coming from multiple locations. The complaint of medication leaking through the air vent can be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm where the customer stated that during infusion it was noticed a medication leaking through the air vent even if the lid was closed (above the dripping chamber). According to the reporter the chemotherapeutic (ferinject) did not start leaking at the beginning of the procedure but after several drops passed through the system. The event occurred during patient use, there was delay in therapy, there was no adverse event, and no one was harmed as a result of this event. There wasn´t anyone exposed to the chemotherapeutic medication without protection.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for investigation- it has not been received.